Manufacturer narrative:
Spacelabs technical support assisted the customer biomed remotely during the event. Performing a software only restart on the central monitor resolved the issue. This report is considered complete and this matter closed.

Event description:
Spacelabs received a report that on (B)(6) 2017 all displays at the telemetry central monitor went blank with the exception of one which showed only a waveform during use. No one was injured as a result of this event.